Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *doctor told me that fallopian tubes were blocked. Previously administered products included for an unreported indication: loestrin in 2009. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), anxiety ("psychological or psychiatric problems condition: mental anguish") and genital haemorrhage ("bleeding"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Leave taken from this job or other job for medical reasons- hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event bleeding was added. Outcome of event pelvic pain was updated to recovered from recovering. New reporter, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: loestrin in (B)(6) . Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia") and depression ("psychological or psychiatricproblems condition: depression"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and anxiety ("psychological or psychiatricproblems condition: mental anguish"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Doctor told me that fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received, event added- dysmenorrhea, dyspareunia, depression, anxiety. Events onset date added. Concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy ). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2009: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In august 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with partial hysterectomy. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: the event abnormal vaginal bleeding, menorrhagia added. Reporters and event outcome added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *doctor told me that fallopian tubes were blocked. Previously administered products included for an unreported indication: loestrin in 2009. Concomitant products included ethinylestradiol;ferrous fumarate; norethisterone acetate (loestrin 24 fe), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia") and depression ("psychological or psychiatricproblems condition: depression"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), anxiety ("psychological or psychiatricproblems condition: mental anguish") and genital haemorrhage ("bleeding"). The patient was treated with surgery (partial hysterectomy, bilateral salpingetomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved and the menstrual disorder, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Leave taken from this job or other job for medical reasons- hysterectomy patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *doctor told me that fallopian tubes were blocked. Previously administered products included for an unreported indication: loestrin in 2009. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia") and depression ("psychological or psychiatricproblems condition: depression"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), anxiety ("psychological or psychiatricproblems condition: mental anguish") and genital haemorrhage ("bleeding"). The patient was treated with surgery (partial hysterectomy, bilateral salpingetomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved and the menstrual disorder, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Leave taken from this job or other job for medical reasons- hysterectomy patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events abnormal vaginal bleeding and abnormal bleeding (menorrhagia) was updated to recovered/resolved. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.